Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving clonidine (concentration of 550mcg/ml, dose of 225mcg/day) and morphine (concentration of 15mg/ml, dose of 6.139mg/day) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that upon initial interrogation of a patient's pump a motor stall was observed. The patient had not recently had a magnetic resonance imaging (MRI) session. It was stated that a motor stall was reported at 0812 on (B)(6) 2017. It was also stated that the patient did hear the critical alarm coming from the pump. A healthcare provider (hcp) was contacted and an operating room was reserved for a possible pump replacement. It was stated the patient had began utilizing a heating pad with magnets. No symptoms were reported. It was noted that the patient originally reported this to the rep.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-feb-16 from a healthcare professional (hcp) reported "yes" when asked what actions and interventions were taken to resolve the motor stall. It was noted hcp was not sure of the cause of the motor stall. It was noted pump was replaced and sent to manufacturer for analysis.

Event description:
Additional information received from a consumer on 2017-feb-17 reported that patient had no idea about what circumstances led to the motor stall. Patient noted waking up around 4 am with the sound of the pump alarming. Patient had a telephone conversation with healthcare professional and pursuing staff that filled patient's pump. Hcp stated that the pump needed to be replaced, and the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.